Manufacturer narrative:
Results: a lens work order search was performed for similar complaints within the search and no similar complaints were found.

Event description:
It was reported that the surgeon inserted a visian icl implantable collamer lens model micl 12.6 mm in 2006 and had to reposition the lens due to being dislocated due to patient being hit in the eye with an object. It was reported that the incident/injury was not product related and no difficulties were observed during surgery.